Event description:
In 2008, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter had read inaccurately high. The patient tests her blood glucose 4 times a day. She tests before meals and at bedtime. The patient takes sliding-scale humalog insulin based on her meter readings and 50 units of lantus insulin every night. The patient indicated that the alleged meter issue started on the previous day. The patient tested her blood glucose around 7:30 pm that day and reportedly got a result of "300 something" mg/dl which was reportedly abnormally high for her. The reporter stated that the patient's normal pre-dinner blood glucose levels are around "120-130 mg/dl." Based on the meter result, the patient took around 50 units of sliding-scale humalog insulin and then ate dinner. By 8:00 pm that same evening, the patient reportedly started shaking and then allegedly lost consciousness. The reporter tested the patient's blood glucose with the subject meter while she was symptomatic and allegedly got a result of "42 mg/dl." The reporter attempted to treat the patient with a "soda" before paramedics arrived minutes later. When the paramedics first arrived, they tested the patient's blood glucose with an unidentified device and got a result of "50 something." The paramedics treated the patient with glucose gel and advised her to eat something before they left. Prior to leaving, the patient performed a comparison between the reported meter and the device used by the paramedics. The patient reported blood glucose results of "87 mg/dl" with the lifescan meter and "71 mg/dl" on the paramedics' device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <=30% and/or <= 30 mg/dl. The patient was not hospitalized. The reporter performed a control solution test that failed high. However, during troubleshooting, the one touch customer advocate (otca) noted that he was using expired control solution. The meter and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. The patient reportedly received medical treatment from paramedics after the issue started.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.